Event description:
It was reported that the patient experienced hyperglycemia during a supply change for the ilet system, with insulin delivery paused during the procedure and blood glucose rising to 225 mg/dl before insulin delivery was resumed; the patient uses a dexcom g7 and did not use backup therapy or perform ketone testing. Symptoms included fatigue and thirst. Outcomes included no medical intervention and self-monitoring after the event. Investigation included customer interview and troubleshooting with user education, with no device alerts or alarms reported. Investigation of this case revealed an undetermined cause of hyperglycemia following a prolonged supply change while disconnected from insulin. It was concluded that the event was user-related with cause unclear and that the device function could not be confirmed as contributing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.